Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused blister about the size of a piece of rice. The customer reported that it may be a design issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.